Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements above 125 ohms. Technical services (ts) was consulted and upon case review, recommended an in-person evaluation for this patient and provided troubleshooting recommendations. No adverse patient effects were reported. This rv lead remains in service.